Manufacturer narrative:
The pt was being treated for multiple issues and was an "inpatient" status before the original procedure took place. The cement mixing device operated as intended during the procedure. The instructions for use includes the warning: "the medical personnel always need to monitor the amount and placement of injected cement with extreme care. Variation in incremental and total cement delivery may occur because, cement is a compressible material. A build up of pressure may cause cement to suddenly flow and overfill the fracture."

Event description:
After a successfully completed vcf procedure, a radiology scan revealed that some cement had leaked into the pt's lungs. The surgeon determined that no additional treatment was required. It is further reported that the pt is doing well post op.